Event description:
It was reported that a patient presented via merlin.net with an alert of capacitor charge time limit reached. The patient was seen in clinic and the same message had appeared on their implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.